Event description:
A CPAP device was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation at the manufacturer's service center, contamination was observed to the manifold, bellows, foam, top and bottom housing, inlet seal, right panel assembly. The components were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-06050-1 was incorrectly created. Please disregard the previous MDR.